Manufacturer narrative:
Health impact code is updated.

Manufacturer narrative:
B4:14aug2021. Further investigation good faith efforts have been unsuccessful with the customer unable to divulge further contextual information regarding the event in question. Device full functionality and performance to manufacturer declared specifications has been confirmed via philips field service engineer investigation of the device and performance verification testing. Due to the lack of further information being provided by the customer, contribution of the device performance and the patient outcome cannot be further determined. Based upon the information provided, root cause of the patient expiration cannot be determined. Full functionality of the v60 ventilator and performance to manufacturer declared specifications has been verified.

Manufacturer narrative:
Report date: 20jul2021. (B)(4).

Event description:
During therapeutic use, it was stated by an institutional nurse that the v60 ventilator failed to provide an alarm notification (unspecified if audio, visual, or both had failed). The device was in use providing therapy at the time of the reported event. It was noted by the customer that the patient subsequently expired. The events surrounding the patient expiration, interventions required, or device malfunction at the time of the event is currently pending further investigation. The device has been removed from clinical service and has been evaluated by an institutional biomedical engineer (bme). The bme stated that preliminary tests have found no failure or malfunction with the reported device, confirming alarm efficacy and functionality. The device has been sequestered and is currently awaiting further verification by a philips field service engineer (fse).